Manufacturer narrative:
H4: the lot was manufactured from february 22, 2021 - february 23, 2021. H10: the actual device was received for evaluation. The sample contained 102 mls of fluid in the bladder. Visual inspection on the returned sample via the naked eye showed no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed on the sample and the results were found to be within the product specification range. The device was found to be conforming product. Therefore, the reported condition was not verified per sample evaluation. Baxter was unable to determine root cause for this under infusion report. The following factors may affect the flow rate and be potential causes for this report: (1) fill volume, (2) temperature, (3) viscosity of the medication, (4) the difference in height between the fill port and the distal end luer lock/flow restrictor and (5) catheter size. The influence of all these factors is described in the product labelling. The products¿ instructions for use provides further information on the five (5) factors listed above. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) underinfused. The issue was identified during patient infusion. It was further reported that over 10% remained in the device. The device was filled with flucloxacillin 8g in 230ml sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.